Manufacturer narrative:
The insulin pump was monitored for several days and no black lines or blank display was noted. The insulin pump was received with traces of moisture were noted at the mother board per visual inspection. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot, a cracked reservoir tube lip, scratched reservoir tube window and a stained end cap sticker.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump was exposed to fluid. Customer also stated that there is fluid under the lcd display. The blood glucose reading is 90 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.